Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on 17apr2017. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Health professional reported left side capsular contracture, baker grade IV and painful when pressed down. No treatment occurred. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. The event of lymphedema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Later, healthcare professional reported a baker grade IV. Device remains implanted. Healthcare professional later reported lymphedema.